Manufacturer narrative:
The reported leak was duplicated by a manufacturer repair technician through visual inspection. The presence of fluid inside a device can lead to the reported event and can be caused by improper or non-recommended cleaning procedures.

Event description:
It was reported that during testing at the user facility, the device was leaking an unknown substance. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during testing at the user facility, the device was leaking an unknown substance. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.